Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a device study, the recorder stopped transmitting. There was no light indicator on for several hours and the user was not able to push any buttons. The customer turned the recorder on and off but still not light indicator was detected. A message was displayed that the data was ready for download and study length was displayed as 96 hours. Suspected faulty capsule.